Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set the safety was difficult to use. The following information was provided by the initial reporter, ¿the needle is out of compliance; the wing is stiff and difficult to grip; the needle is too short for deep veins, safety feature difficult to use is not suitable¿.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to the stated defects as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone: (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set the safety was difficult to use. The following information was provided by the initial reporter, ¿the needle is out of compliance; the wing is stiff and difficult to grip; the needle is too short for deep veins, safety feature difficult to use is not suitable¿